Event description:
A customer tested patient sample for accu tni and a result of 1.47ng/ml was obtained initially and 0.96ng/ml upon repeat. The original sample was tested on a different instrument and results were 0.18 and 0.26ng/ml. The original sample was re-spun and then retested on the different instrument, and a result of 0.09ng/ml was reported out of the lab. The erroneous results were not reported out of the lab. The customer did not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a 7ml sodium heparin tube and centrifuged at 3,500 rpm for 10 minutes. Qc was within specifications before and after the event. A system check performed on (B)(6) 2009 was within specifications. There were no errors posted to the event log. A field service engineer (fse) was dispatched: the fse completed a preventive maintenance (pm) to the instrument. The fse run a system check which met specifications. In a follow-up, the customer stated there have been no further issues in regards to this event, and they will monitor accu tni testing. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.